Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, white particles were observed on the connector area of the catheter; however, the source of the particles cannot be determined or if the particles are loose or not. A manufacturing record evaluation was performed for the finished device number lot 31486567l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and after the nurse opened the sterile packaging of the ablation catheter, the nurse noticed a white flaky substance on the handle of the ablation catheter that was able to be wiped off. Both the nurse and physician were questioning the sterility of the product and felt more comfortable opening a new catheter. A new ablation catheter was opened which did not have the flaky substance. There was no patient consequence.